Event description:
As reported by the user facility: when the clinician was removing the catheter, the hub broke apart, leaving a portion within the patient. The patient was taken into surgery to remove the residual piece. The clinician reported no issues with insertion. This report has been identified as b. Braun medical internal report number (B)(4).